Manufacturer narrative:
The device history review showed no related mfg issues and one other complaint of similar nature from this lot.

Event description:
The venous extension cracks under dialysis treatment. The crack is about 2 cm. Repaired with a connector repair kit.